Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the communication issues was due to a neuro stimulator failure. The neurostimulator was replaced which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an electrocardiogram (EKG) and they could not turn their therapy off because the handset showed "no device response." The agent worked with the patient to reset the handset and communicator (while plugged into power and not plugged into power) and the patient was able to connect to their implantable neurostimulator (ins) to see that their ins was on and linked. When they tried to hold the communicator against their ins to turn therapy off, they got "no device response" again. The issue was not resolved. An email was sent to the repair department to replace the device. Reveiwed pt can call back if they need further support. No symptoms were reported. Additional information was received stating that the replacement communicator was received, but it will not connect to the implant.  Caller was seeing the searching screen, but it would not find the ins and it would not time out. Advised the caller to power cycle the equipment and try again. This resulted in the same issue. Consulted tech services and advised the caller to meet with the healthcare provider (hcp) to see if they can connect to the implant using their equipment. Agent overheard the caller using a pin on the handset, reviewed that once this was resolved we would help the caller remove the pin because we don't have a way to help if the pin is lost. The pin that the caller noted was 5477. While on the call, the caller noted that "usually I call my grandkids when I have issues". Agent interpreted this to mean, general issues with technology and not specific to dbs.